Event description:
Customer reported that she had unexplained low blood glucose and fell on the floor. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 24 mg/dl when paramedics arrived. Customer stated that her insulin pump was alarming battery out of limit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.